Event description:
It was reported that the ilet device with had a hardware issue involving a damaged screen, described as broken or cracked, and a replacement was issued after troubleshooting and education. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or required medical intervention. Investigation included internal review of the device performance based on user report and completion of troubleshooting steps. Investigation of this case revealed a confirmed display damage consistent with a screen defect or physical damage, with no functional alarms or alerts reported from the device and no additional component anomalies identified. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen, with the device otherwise performing as intended.